Event description:
This spontaneous report was received on (B)(6) 2011 from a female consumer (age unspecified) reporting on self from (B)(6). The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b silk ease products, vaginally for normal menstruation (frequency, lot number, expiration date unspecified). After an unspecified duration, after removing device, she noticed the device left fabric pieces in her vagina. The action taken with the device and the outcome of the event were unknown. This report was assessed as non-serious event. The company causality was assessed as possible. No sample was received and no lot number was provided. Thus, device history record review, lot trending and visual inspection of retain sample could not be performed. A review of the data associated with these complaint categories revealed no adverse trends. Complaint trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop.this closes out this report unless other additional significant information is received.